Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and provided the customer with a replacement speaker assembly and mainboard. An authorized service provider (asp) was dispatched onsite to further evaluate the device. Functional testing/service repair/technical investigation: the asp evaluated the device and discovered the speaker assembly to be faulty. The asp installed the new speaker assembly, and the device was returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported there was a sound malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.